Manufacturer narrative:
The previously reported stent thrombosis was in the lad and there was restenosis in the lad and rca. The patient is reported to be in remission.

Event description:
During the index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lad. Approximately 47 months post the index procedure, the patient suffered stent thrombosis and a myocardial infraction. Aspiration was used in the lad for treatment. Approximately 11 days later, the lad was treated with a drug-eluting balloon. The investigator assessed that the event was not related to the study device. The outcome is reported as improved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi, thrombosis). Evaluation conclusions: known inherent risk of procedure (mi, thrombosis). (B)(4).